Event description:
It was reported that pump presents error code. There was no reported patient involvement. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. A review of the service history found no repairs related to the reported failure mode. The event history log (ehl) was reviewed and found no non-conformance. Visual testing was performed. Functional testing was done. The issue reported by the complainant was confirmed and the reported error code was deleted from the device. The root cause was unable to be determined. Upon successful completion of the repair activities, including functional and accuracy testing, the device will be returned to the customer.